Manufacturer narrative:
Results code-product performance engineering was unable to determined a conclusive root cause for the kinks. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was fluid in the inflation lumen and balloon. The balloon was loosely folded. There were two kinks in the hypotube, 13 cm distal to the strain relief tubing and 1 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. A new indeflator, filled with water, was used to pressurize the balloon to 16 atm. The balloon held pressure. There was no rupture noted. Product performance engineering reviewed the incident information and results of the returned device analysis. It was reported that the balloon of a 2.5/28 rx mini vision sds ruptured at the target lesion when it was inflated for the first time. The sds without the deployed stent implant was reportedly retracted from the pt and another company's balloon catheter was utilized for post-dilatation. It was also reported that a dissection occurred at the distal edge of the implanted stent and another vision (3.0/18 mm) was utilized in treating the dissection. The presence of fluid in the inflation lumen of the returned device coupled with the loosely folded balloon without the stent implant is consistent with the reported deployment of the stent implant. However, functional analysis of the returned sds did not confirm the reported balloon rupture. The balloon was pressurized to rated burst pressure of 16 atm without any quality issue. A follow-up to the account and a comparison of the returned part/lot number combination against the reported part/lot number combination confirmed that the correct device was returned for analysis. As mentioned above, it was reported that an intimal dissection occurred at the distal edge of the implanted stent toward the proximal side. As listed in the device risk assessment and the instructions for use (IFU), dissection is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of product quality issue. The noted kinks in the hypotube distal to the strain relief tubing and proximal to the guide wire exit notch were not reported and may have occurred during packing of the device for shipment back to abbott vascular for evaluation. The exact cause is unk. This damage does not appear to be related to the unconfirmed balloon ruptures. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the target lesion was mildly tortuous, with mild calcification, and a 90% stenosis. This was an acute miocardial infarction (ami) case. The mini vision stent was to be implanted in the distal side of the posterior descending artery; however, when it was inflated for the first time at the lesion, the balloon ruptured. The stent implant was deployed at the lesion and the stent delivery system (sds) was removed from the pt. Another company's 2.5 x 20 mm balloon catheter was delivered into the deployed stent for post-dilatation. However, a dissection had occurred at the distal edge of the implanted stent towards the proximal side. So, a 3.0 x 18 mm vision was deployed to treat the dissection and the procedure was completed. No additional event or pt information is available. Based on the returned product analysis, the balloon rupture could not be confirmed.